Event description:
A hospital in another country, reported to our distributor that the tube of an rt127 infant breathing circuit was lumpy. It was also reported that it was not possible to keep pressure in the tube of the rt127 infant breathing circuit. No pt consequence was reported.

Manufacturer narrative:
This malfunction was reported to fisher & paykel healthcare by a distributor in another country, the product is not sold in USA but it is similar to product which is sold in the USA. The returned device was visually inspected. Results: the expiratory tube of the breathing circuit had several points of "lumpy" damage on a small area of the tube corrugations. Conclusion: the damage observed is consistent with the tubing being jammed between objects and compressing the plastic corrugation. We were unable to do a lot check as no lot info was provided with this complaint. Our monitoring and trending for this type of event shows a rate of occurrence for the past year of 0.0036%.